Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. Customer's blood glucose (bg) was 17.4 mmol/l. Customer delivered a correction bolus to resolve bg. Customer continued to use pump for insulin therapy.